Event description:
It was reported that the patient was told by his health care provider (hcp) that "the resistance of two of his contacts were so high that they believed that there was some corrosion of those contacts." It was noted that the patient was never programmed on those contacts, so it had "never really been an issue for him." It was further noted that the one of the patient's physicians "offered to replace the lead", but the other was "not for it." The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Event description:
Follow up reported the patient did not have concerns with their device or therapy. The patient received assistance from their doctor or representative and their concerns were resolved.

Manufacturer narrative:
Product ID, 37602 lot# serial# (B)(4), implanted: 2011 (B)(6), product type neurostimulator product ID, 7482a51 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID, 7482a51 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID, 37642 lot# serial# (B)(4), product type programmer, patient product ID, 3391s-40 lot# v257753, implanted: 2010 (B)(6), product type lead product ID, 3391s-40 lot# v257753, implanted: 2010 (B)(6), product type lead. (B)(4).